Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements and increased threshold measurements. Pacing impedance measurements in bipolar were 1,630 ohms and in unipolar, were 1,480 ohms. It was noted that the patient fell out of bed approximately one year ago and since then, measurements began increasing. Subsequently, approximately one year later, the lead exhibited high out of range pacing impedance measurements greater than 2,500 ohms. The lead was observed to have fractured. An invasive procedure was performed. The lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.